Manufacturer narrative:
The insulin pump was received motor alarmed during rewind due to motor leaking oil and contaminating the motor home switch. The insulin pump was unable to confirmed error alarm due to erased history file. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer's blood glucose was 380 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.